Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry in liquid. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -6.5 diopter implantable collamer lens into the patient's right eye (o)d on (B)(6) 2022. The patient experienced excessive vaulting. On this same date in a separate surgery the lens was exchanged with a shorter length lens. But this did not resolve the problem. Cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: one similar complaint type events reported for units within the same lot. Claim# (B)(4).